Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing of sense b noise. Also, smart pass was disabled. Technical services (ts) reviewed device data and suspected sense b noise due to the amplitude dropping significantly and a wavey baseline. The shocks resolved the oversensing. Ts recommended programming to secondary vector and performing isometrics and postural changes to assess sensing was appropriate. This s-ICD remains in service. No additional adverse patient effects were reported.